Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant during another procedure the leadless implantable pulse generator (ipg) rate response vector was inappropriately oversensing. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.